Manufacturer narrative:
H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m162377 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/lot m162377 , test base part number 190-430/lot m162377. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162377 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue , however a possible assignable root cause is sample interference or cross contamination. MFR ref reports: 1221359-2021-03441.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR ref reports: 1221359-2021-03441.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on different dates. This MFR. Report addresses date (B)(6) 2021 and is one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Pcr confirmation testing generated a negative result. No additional patient information, including treatment and outcome, was provided.